Event description:
We received an allegation of discrepant results for 3 patient samples tested for either creatinine (crea) or alkaline phosphatase on a cobas c 503 analytical unit. Patient 1 initial crea result on the c503 analyzer was 269 umol/l. The repeat result was 306 umol/l. Of the data provided, additional creatinine results from an abl800 flex radiometer were 344 umol/l and 326 umol/l. Patient 2 initial alkaline phosphatase result was 772 u/l. The repeat result was 334 u/l. Patient 3 initial alkaline phosphatase result was 109 u/l. The repeat result was 44 u/l.

Manufacturer narrative:
No reagent lot numbers with expiration dates were provided. The field service engineer (fse) replaced a valve and replaced and adjusted the gear pump head. Qc was acceptable. The service actions resolved the issue. The investigation determined the event was due to a maintenance issue.